Event description:
On 05/16/2007, the patient stated that, about one month ago, she experienced the partial separation of infusion set tubing at the luer-lock connection on two occasions. Both of the infusion set tubings were obtained from the same box of product. Because both separations were partial and discovered soon after occurrence, there were no blood glucose concerns. On both occasions, the tubing had been in use for three days at the time of separation. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.